Event description:
It was reported that during an unknown procedure the reload came out of the device. They used another device to finish the procedure. No patient consequences were reported. One device will be returned.